Event description:
It was reported that paramedics provided medical attention on (B)(6) 2026 due to the patient losing consciousness after hitting their head with hypoglycaemia. It was reported that the patient¿s continuous glucose monitor (dexcom g6 ¿ dexcom have been informed of this incident) showed the patient¿s blood glucose to be 6.7 mmol/l (121 mg/dl), however the patient¿s actual blood glucose reading was 3.4 mmol/l (61 mg/dl) (method of measurement was not provided). While getting out of bed, the patient fell into a shelf, hit their head and lost consciousness briefly. It was reported that it¿s not clear whether the loss of consciousness was due to the low blood glucose level or due to hitting their head. An ambulance was called and paramedics checked and cleaned the patient¿s head wound and determined the patient did not need to be taken to hospital. The patient¿s mother administered baqsimi (glucagon) nasal spray which brough the patient¿s blood glucose levels up (exact value not provided).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.